Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic experiencing muscle stimulation. Upon interrogation the pulse generator was found in backup vvi mode. After a device software download, normal device function resumed.